Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer reported that they received calibration error alarms and sensor error alarm. The customer reported that they were unconscious due to low blood glucose. The customer's blood glucose was 59 mg/dl at the time of incident. The customer was assisted in performing reconnect old sensor. The customer stated that the alarm did not occur shortly after performing find lost sensor. The sensor will be returned for analysis.